Event description:
Reportedly, the subject programmer does not start.

Manufacturer narrative:
Reportedly, the event occurred around the beginning of (B)(6) 2017. The event date has been approximated to (B)(6) 2017. Preliminary analysis of the returned unit confirmed the reported behavior: when switched on, the programmer switches off directly when the on/off button is released.

Event description:
Reportedly, the subject programmer does not start.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer does not start.